Manufacturer narrative:
Other, other text: one device was received for evaluation. Visual inspection the device to be in good condition. Review of the event history logo was not applicable. Functional testing was performed. Upon review, the reported problem was unable to be duplicated. The service history review identified no indication that the complaint was related to a service of the device within the review period. D3, g1,g2 email is: regulatory.responses@icumed.com. B3 unknown, corrected data: health effects corrected.

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device exhibited alarm for air sounding. No adverse patient effects were reported by the customer.